Manufacturer narrative:
(B)(4), other (lens did not look right), other (lens would not fold correctly). Method (other): lens work order search. Results (other): visual inspection of the returned product found piece of plate haptic torn off and missing. Lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the same work order. Ref. (B)(4).

Event description:
The reporter stated the surgeon used a micl 12.6mm implantable collamer lens. The surgeon attempted to load the lens into the cartridge, but lens would not fold correctly. The surgeon stated lens did not look right. Surgeon decided not to use it. There was no patient contact. Backup lens was implanted.